Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that intermittently the battery gauge was fluctuating and the battery was not charging. The customer's blood glucose was 134 mg/dl. The customer continued to use the pump for insulin therapy.